Manufacturer narrative:
H3: device evaluation:lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
A2: dob: (B)(6) 1989. Claim # (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. A lens work order search was performed. No similar complaints found. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2 -5.0 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a different model and diopter lens due to refractive surprise. This exchange resolved the problem. Cause of event unknown.